Manufacturer narrative:
Device was received with an unresponsive keypad at the "down" and "select" button and isolated to the pump casing/keypad. Unable to perform the displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issue. Customer¿s blood glucose level was unknown. Customer reported that the ok button was unresponsive and scroll did not moving with no input. Customer reported that the number was not ramping on screen. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.